Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6) ); product type: 0184-catheter; implant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain indications. It was reported that the patient mentioned they have growing bumps that are big and hard around the pump. Patient stated the catheter is very tight from the pump wrapping around to their spine. Patient stated there is an indentation that is pulling tighter and tighter. Patient stated the bumps are getting bigger and harder. Patient mentioned they have a bad spinal condition that is making their whole spine shrink so they have lost over 3 inches in height and it is compacting everything down towards the bottom of their abdomen. Patient stated they spoke to their managing healthcare provider (hcp) about it but the patient was told it was normal. When asked for event date, patient stated the bumps have been there for months and they seem to be growing bigger and harder.